Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's power button was unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer contacted stryker to cancel further service and reported they were able to trace the issue to the batteries. Neither the battery or device were returned to stryker for evaluation. H3 other text: device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device's power button was unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.